Event description:
It was reported that the device could not be interrogated; when attempting to interrogate the device, the programming wand initially is green and then goes yellow. It was also reported that the device was attempted to be interrogated with another programmer, however with the same result. It was further reported that the device is at end of life (eol) and immediate replacement recommended. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.